Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: a total of eleven samples were provided to our quality team for investigation. The products were visually inspected, no damage or other defects were observed within any of the luer threading. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. A device history review was performed for suspected lots 2309005 and 2308005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the suspected lots and no issues related to this incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 515003 lot#: 2309005, 2308005 it was reported by the customer reported that the n35 became disconnected from the hazardous chemotherapy line, 2nd case of this issue. Our pharmacy technician and nursing both confirmed that the n35 was securely tightened before dispensing and administration. Verbatim: the n35 became disconnected from the hazardous chemotherapy line, 2nd case of this issue. Our pharmacy technician and nursing both confirmed that the n35 was securely tightened before dispensing and administration.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.